Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
Customer reported an implant with no primary stability - mobility - periimplantitis. . Implant with two abutment, 3 crowns an d 2 screws. The dentist will insert the implant in 47, then we will make a screw-retained bridge on several abutments.